Manufacturer narrative:
Eval summary: eval: the iab was received intact for eval with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 100 & 140 bpm on the system 97. No alarms were triggered on the pump. After 2 minutes of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated & deflated satisfactorily at 100 & 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during lab testing it is not possible to determine the exact cause of the reported difficulty based on the event description & the examination of the item. It was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate & must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Having the opportunity to examine the folded or partially folded iab membrane may have provided some additional insight into the encountered difficulty. Thus in general, inflation difficulties may attributed to one or more of the following: 1. The iab membrane failed to fully exit the sheath. 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity &/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter & y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction & improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into & out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab & the pump or between the pump & the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing.

Event description:
On 6/25/98, the following was reported to datascope: the balloon would not fill completely. The balloon would only fill from the bottom up about half way. Manual inflation was tried but it could not be filled. The iab was removed & another was inserted. There was no pt injury or complication as a result of the event. The pt remained in critical condition in ccu. [Event complications]: unk- reported 5/28/98; none- rpt'd 6/25/98. [Pt's current status]: critical- rpt'd 6/25/98.